Event description:
Paramedics attended to person diagnosed in cardiac arrest with an ideoventricular rhythm. The pt had been down for approx 15 minutes prior to arrival of the paramedics. External pacing was administered. After approx 15 minutes, an alarm tone was heard and pacing current had dropped to 0ma. The operator unsuccessfully attempted to increase pacing current. The operator changed the power switch to another battery position but was still unable to increase pacing current or stop the audible alarm. Unit power was cycled and the device operated properly afterwards. Upon arrival at the ER, the pt was diagnosed with a sinus rhythm but expired a short time later. The reporter indicated that the alleged malfunction did not cause or contribute to the pt's death. The reporter said the pt died from a ruptured aneurysm in the stomach.